Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The users hearing performance with the device is affected. It is unknown if an accident or trauma occurred. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by the an external mechanical impact appears likely. However, a device investigation is necessary to determine a root cause. No information has been received on further possible steps.

Event description:
The users hearing performance with the device is affected.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The users hearing performance with the device is affected.